Manufacturer narrative:
(B)(4). Date sent: 11/9/2022. This is an analysis of an image submitted for evaluation. Image 1 ((B)(4) - medical complaints - (B)(6) hospital): the image provided by the customer is that of the distal jaw of what appears to be an har11 instrument. A closer look at the clamp arm interface shows the blade tip broken off. The remaining broken blade tip was beside the jaws. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the active blade snapped off and fell into cavity of patient. Once retrieved, they changed the device. There were no patient consequences.